Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for high out of range pace impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the suspected cause was a fracture on the lead. However, it was not confirmed until the revision procedure. A fluoroscopy was performed which confirmed that the ra lead was fractured. The ra lead was explanted and replaced and this pacemaker was explanted for a device upgrade. No adverse patient effects were reported.